Event description:
It was reported that there was no telemetry between the implantable neurostimulator (ins) and the clinician programmer. An overdischarge event was confirmed. The patient was overdischarged for 2 years. On (B)(6) 2015, a manufacturing representative performed a physician mode recharge (pmr) and sent the patient home to charge. The patient saw the manufacturing representative again on (B)(6) 2015. The patient noted that he was unable to charge the ins at home. Another pmr was performed and they tried charging normally. The recharger kept indicating that the ins was full, then it dropped to empty. This occurred multiple times. A short pmr was performed, but it did not resolve the issue. No patient symptoms reported. The overdischarge was not resolved and the plan was to replace the battery.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jan-25. It was reported that the patient¿s implantable neurostimulator (ins) ¿went bad¿ and could not be restarted by one of the manufacturer representatives (reps). The patient also reported that the ins was not helping with their pain, they had it programmed twice before the battery went dead and now they wanted the device removed. The patient was redirected to their physician to determine actions/interventions needed to resolve the issue. There were no further complications reported or anticipated.